Event description:
Transponders and transmitters for transtelephonic checks is not performing correctly when used with pacemaner. There are no problems with any other MFR's devices, and no problems with other devices (mfg by co). The pulse width measurement appears to be off. A pulse width of 0.2 ms was measured over the telephone. However, the pt was programmed to 0.6 ms. There are no problems measuring it with the rx5000 programmer.

Manufacturer narrative:
An investigation was done and no conclusion can be drawn. Analysis of the ECG transmitter is to be performed by the vendor. The device is currently operating properly.